Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. Confirmation of the problem and root cause could not be determined. No injury or medical intervention was reported.